Event description:
It was reported that (2) tlc55 and (1) trc55 were used during a roux-en-y procedure. It was reported by the rep that the linear cutter locked out and device would not fire. Opened another device to complete the case. There was no consequence to patient.